Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, wear abrasion, yellow particles in shell, and an opening on anterior. Leak test and microscopic analysis was performed which identified: a sharp opening on anterior, partial delamination on plug strap disk shell, non-penetrating nick on anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Partial delamination on plug strap disk shell assessed as adhesive failure. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Healthcare professional reported "right side deflation". Device has been explanted.